Event description:
Jelco catheter inserted into pt's arm. When retracted, end of catheter had broken off. Surgeon called to retrieve foreign body from arm but it had migrated. Pt transferred to the trauma center where foreign body was retrieved from the pulmonary artery. Reported to johnson&johnson on 03/08/2000.